Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the drilling was done correctly, but the screw jammed and wouldn't go in." A new screw was used to complete the surgery.